Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a syringe. The customer reports "als was called for a patient in cardiac arrest. Als responded and attempted to inflate a combitube with a 140ml syringe. The tip of the syringe broke off in the combitube and could not be removed. Te patient was then bagged with regular oxygen. Patient was transported to the hospital and later expired at the hospital."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.